Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 3 was fractured within the distal tip, consistent with the detected optical signal issue and the reported issue. The deformable body thermocouple and electrode 1 met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber and the reported impedance issue remains unknown.

Event description:
Following a premature ventricular procedure, an aortic dissection occurred. During the procedure, the catheter was zeroed, then inserted into the patient. The pressure was as high as 65g. After being withdrawn, it was zeroed again. The earliest position was mapped. When preparing for ablation, an impedance rise was observed from 104 ohms to 250 ohms and above, the pressure data was displayed inaccurately, and the discharge was terminated. The negative plate was replaced but the issue was not resolved. The catheter was replaced and the procedure was successfully completed. Four hours after the procedure, cta was performed which revealed an aortic dissection. The patient was transferred to another hospital for interventional treatment with aortic stent. The cause of the aortic dissection is unknown. The patient had no symptoms during the procedure.